Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: the pump was powered on with a functional audio and vibratory alarms. The original complaint was not duplicated during testing. The functions of the sound worked properly. The volume of the sound was 62.8 decibels (db) which was within specification. The pump was opened and there was no evidence of the moisture inside. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that the pump was emitting beeps. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.